Event description:
The instrument is reported to be producing straight shots. Found during test fire-wire in tip.

Manufacturer narrative:
The complaint is confirmed for straight shots. This was due to a piece of wire being stuck in the tip. This occurs when more than the maximum recommended number of constructs are deployed as specified in the instructions for use for this device and the last, partial construct, becomes stuck in the tip.